Event description:
Customer reported receiving a low battery alarm on the insulin pump. Blood glucose level was 105 mg/dl at the time of the call, but customer reported having a blood glucose level of 170 mg/dl at the time of the event. Customer also reported that he experiences blood glucose levels as low as 48 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.